Event description:
It was reported that the delta chamber was broken.

Manufacturer narrative:
The returned valve was patent. It passed all pressure-flow and preimplantation testing performed at 0cm hydrostatic pressure except tests performed at a flow rate of 5.5 ml/hr. The valve did not pass reflux testing. Debris within the valve may interfere with the valve mechanism resulting in low pressure-flow results and reflux. The valve did not pass pressure-flow tests performed at -50cm hydrostatic pressure, siphon testing, or leak testing due to a tear in the delta chamber. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture. The instruction for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance.